Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle of the bd relion® insulin syringe 1 ml, 31 g x 8 mm detached from syringe and remained in consumer. No medical intervention needed, needle was removed with tweezers. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: a sample or photo was not available for evaluation; therefore, the investigation was limited. A review of the manufacturing records was performed for the incident lot and no issues were identified. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect.